Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer used food and was given juice to treat. The customer was hospitalized for a bypass surgery plus an infection and was put back on the pump on (B)(6) 2018. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer also called for set change assistance and mentioned issues with high blood glucose incidents. The insulin pump will not be returned for analysis.